Event description:
A report was received that the patient had to charge his ipg frequently and subsequently the ipg would not charge at all. The patient has had non-device related surgeries. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to charge his ipg frequently and subsequently, the ipg would not charge at all. The patient has had non-device related surgeries. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(6) 2012.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the old battery was explanted and a new one was implanted. The patient did well postoperatively. Device evaluation indicated that the ipg passed operational and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. The analog integrated circuit (aic) damage resulted in the rapid battery depletion rate of the ipg. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage is unknown.